Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to o2 sensor depleted (eol).

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. It was determined that but most likely, a replacement of o2 cell is needed and I have not replaced the o2 cell since receiving it, 2 years ago. Initiated an o2 cells ordered. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed an o2 calibration required, this was after running on a patient for 4 days. The end user took patient off for trach mask trial, turned vent completely off and on then the alarm disappear. There was no patient harm reported associated with the event.